Event description:
It was reported, the pt presented with shortness of breath upon exertion and increasing fatique and chest pain. According to the cath report, the maximum gradient was 55 mm and the mean was 46 mm. The pt displayed pulmonary hypertension (59/10), a systolic mumur, and 1+ edema. The valve was explanted and the surgeon stated that the valve was seated perfectly, but there was ingrowth on the struts and a tiny pinpoint hole in one leaflet. The surgeon was unsure if the hole was caused by the catheter. The valve was replaced with a 21 mm regent valve.